Event description:
Mayfield head holder placed on the patient. The head holder slipped, causing a laceration to the side of the head. Head was stapled. Mayfield equipment inspected by service rep and found there was rocker arm movement when locked.